Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading over 500 mg/dl. Customer was hospitalized at total of three times. Diabetes ketoacidosis was triggered by virus per physician. Nothing further reported.

Manufacturer narrative:
Unable to prime during prime alarm test due to moisture damage noted in force sensor. The insulin pump passed basic occlusion and displacement test. No motor error alarms noted. However, corroded motor home switch was noted. Intermittent button response due to flattened dome switch on act button. No button error alarms noted. Cracked reservoir tube lip, cracked battery tube threads, severely scratched display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.